Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No unexpected numbers ramping and or scrolling on their own noted. Failed battery test was not verified due to button and or keypad anomaly. The device was received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.